Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, e the reported revision due to loss of range of motion cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, approximately 2.5 months after initial replacement, the patient was brought to the operating room for unknown reasons for a left knee manipulation under general anesthesia and given physical therapy. No further impact to the patient was reported. No other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0230 - logic femoral ps cem left sz 3: (B)(6). 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm: (B)(6). 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t: (B)(6). 204-34-02 - fluted stem extension 25l x 14 mm: (B)(6). 200-02-29 - three peg patella 29mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.